Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 6.2 mmol/l, 7.8 mmol/l, 11.8 mmol/l, and 6.5 mmol/l.